Event description:
The device was placed in (B)(6) 2008 and in less than 6 weeks it appears to have migrated and penetrated the right renal vein superiorly. The pt presented with abdominal pain and attempts were made to retrieve the device with no success. The pt still has intermittent pain which is worrisome as it appears on CT that the legs to the filter may be penetrating the duodenum. No abnormal tests of infections noted to date. Pt outcome was not reported by reporter.

Manufacturer narrative:
(B)(4). The complaint is still under investigation.